Event description:
Physician attempted to remove the ncircle basket with a kidney stone in it. He tugged at it and the tip of the basket broke off in the right ureter. He then proceeded to attempt to retrieve the basket with two other baskets, unsuccessfully. Pt retained the basket and stone in the right ureter. FDA safety report ID # (B)(4).